Event description:
It was reported that unspecified sensor issue occurred. The date of the event is an approximation. The patient reported a hospitalization approximately nine months ago on or around (B)(6) 2024, which they attributed to an issue with their dexcom sensor. However, they were unable to provide specific details regarding the incident. According to the patient, they felt dizzy and lost consciousness after consuming chocolate. At the time, they could not recall their cgm or blood glucose meter (bgm) readings. Emergency services were contacted by a family member, and the patient was transported to the hospital. No additional information was provided regarding medications administered, duration of hospital stay, diagnosis, procedures performed, or other symptoms experienced. The patient ended the call before further details could be obtained. No additional documentation was available, and multiple attempts to follow up with the reporter were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).